Event description:
The facility's representative reported an infusion pump with a failure code 812:02. The facility's biomedical engineer stated that he did not know if the failure occurred while the pump was in use on a patient, however, there was no report of patient injury or medical intervention. Information requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use, but no additional information was available. Additional contact was information was requested but no additional contact was identified.